Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 886670) inserted for female sterilization. The patient's medical history included vasectomy, gravida I, endometritis postpartum, sinus pain, chest cold, pain chest, ache, facial pain, headache, fever, chills, nasal congestion, sore throat, cough, hoarseness, ganglion cyst, skin nodule, cyst of ovary, tooth extraction, wisdom teeth removal, endometrioma, menorrhagia and uterine fibroid. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic,salpingectomy oophorectomy laparoscopic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: right: 6 coils,left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: negative. Lot number: 886670 manufacturing date: 2011-07 expiration date: 2014-07. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-oct-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 886670) inserted for female sterilization. The patient's medical history included vasectomy, gravida I, endometritis postpartum, sinus pain, chest cold, pain chest, ache, facial pain, headache, fever, chills, nasal congestion, sore throat, cough, hoarseness, ganglion cyst, skin nodule, cyst of ovary, tooth extraction, wisdom teeth removal, endometrioma, menorrhagia and uterine fibroid. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic,salpingectomy oophorectomy laparoscopic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: right: 6 coils,left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2012: negative. Lot number: 886670 manufacturing date: 2011-07 expiration date: 2014-07. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event " injury nos" was replaced by "menorrhagia". Removal date, medical history, action taken with drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.